Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. Date of implant: unknown as information was not provided. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the device malfunctioned. The device was retrieved with a snare. The successfully completed procedure with another filter. Additional information has been requested but not provided. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: no product is returned and no imaging is provided, why no conclusion can be drawn based on the incomplete information provided ("the device malfunctioned. The device was retrieved with a snare. The successfully completed procedure with another filter"). No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the device malfunctioned. The device was retrieved with a snare. The successfully completed procedure with another filter. Additional information has been requested but not provided. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.